Manufacturer narrative:
The device was returned for evaluation. Upon inspection the trigger was removed, and the spring clip was observed to be bent. The deformation of the trigger spring clip caused increased downward force on the trigger, resulting in the friction and interference between components. This mechanical interference could prevent the trigger from returning to its natural position, leading to the reported jamming. The observed condition is consistent with the reported event. The surgery was completed without complication, and no injuries were reported.

Event description:
During insertion of distal femoral pins, the surgeon reported that the mini trigger was stuck in the activated position and would not return to the off position as expected. The jammed tmini trigger could result in unintended spinning of the pin, which presents a potential risk of user or patient injury due to loss of control of the pin or unintended tissue contact. The procedure was completed using the tmini system, and no injury to the patient or user was reported.